Event description:
It was reported that at a pump replacement on (B)(6) 2014, a back table prime was performed successfully. The catheter was not aspirated but the catheter was not clamped either so the drug/cerebral spinal fluid (csf) dripped back. The catheter also was not primed following the replacement. At 2 pm on (B)(6) 2014, the patient presented with severe spasms and nausea. Reportedly, since catheter had almost filled on its own, 29 hours had passed, they were deciding on whether to give a therapeutic bolus to fill the remaining (very small amount) catheter and get the patient back on course. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).